Event description:
A few hrs following the deployment of a 6f angio-seal evolution, the pt began to bleed. Hemostasis was achieved with manual compression. The pt was on the coronary care unit (ccu) when the bleed began. The pt was discharged from the hosp one day beyond normal protocol in good condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported incident could not be conclusively determined. The angio-seal instruction for use state that is seeping of blood occurs after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.